Manufacturer narrative:
Weight, ethnicity, and race:unk. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -3.5/2.0/167 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. In a subsequent sugery later that day, the lens was exchanged for a shorter length lens due to excessive vault. The exchange resolved the problem. Cause is reported as unknown.